Event description:
Same case as MDR ID # 2134265-2013-06576. It was reported that during a percutaneous coronary intervention, removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal, mid to distal left anterior descending artery (lad). After performing intravascular ultrasound (ivus), predilation was performed using an unspecified balloon catheter. A 2.5mm x 20mm promus element plus stent was advanced and implanted in the distal lad, a 3.0mm x 28mm promus element plus stent was implanted in the mid lad and the 3.5mm x 32mm promus element plus stent to the proximal lad. An atlantis sr pro² imaging catheter was advanced to the lesion without any resistance for post ivus. When the atlantis sr pro² imaging catheter was withdrawn, the device was stuck on the 3.0mm x 28mm promus element plus stent. The imaging catheter was removed intact however the 3.0mm x 28mm promus element plus stent was compressed and deformed. A 3.0mm x 12mm promus element plus stent was used to treat the stent deformation. Final ivus was performed which showed no issues and the stents remained well apposed to the vessel wall. The procedure was completed with this device. No patient complications were reported and the patient status was good.

Event description:
Same case as MDR ID # 2134265-2013-06576. It was reported that during a percutaneous coronary intervention, removal difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal, mid to distal left anterior descending artery (lad). After performing intravascular ultrasound (ivus), predilation was performed using an unspecified balloon catheter. A 2.5mm x 20mm promus element plus stent was advanced and implanted in the distal lad, a 3.0mm x 28mm promus element plus stent was implanted in the mid lad and the 3.5mm x 32mm promus element plus stent to the proximal lad. An atlantis sr pro² imaging catheter was advanced to the lesion without any resistance for post ivus. When the atlantis sr pro² imaging catheter was withdrawn, the device was stuck on the 3.0mm x 28mm promus element plus stent. The imaging catheter was removed intact however the 3.0mm x 28mm promus element plus stent was compressed and deformed. A 3.0mm x 12mm promus element plus stent was used to treat the stent deformation. Final ivus was performed which showed no issues and the stents remained well apposed to the vessel wall. The procedure was completed with this device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire exit port was lifted 1.0mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).